Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported an infusion set was primed with rituximab, inserted in the pump module, and connected to the patient. When the infusion was started, rituximab and blood started to leak. The set was disconnected from the patient and a tear was found in the tubing. The mediation and set were replaced and the infusion restarted. There was no report of patient harm.

Manufacturer narrative:
Field left blank- no available code for undetermined or unknown cause. The customer¿s report of set leaked was confirmed. During visual inspection of the set received, it was observed immediately that the tubing had a slice cut. Functional testing showed a leak from the slice cut in the vinyl tubing. The root cause of the customer's report was not identified.

Event description:
The customer reported an infusion set was primed with rituximab, inserted in the pump module, and connected to the patient. When the infusion was started, rituximab and blood started to leak. The set was disconnected from the patient and a tear was found in the tubing. The medication and set were replaced and the infusion restarted. There was no report of patient harm.